Manufacturer narrative:
(B)(4). Concomitant products: patient medications include aspirin, vitamin, and metoprolol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and endoprosthesis component migration.

Event description:
On (B)(6) 2005, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, follow-up diagnostic imaging reportedly revealed a type I endoleak at the most proximal device (pxt281416/041940108). According to the report, the aneurysmal sac had enlarged by 5mm (original measurement not available). The stent-graft system had also reportedly migrated distally of its original implantation position by 2cm. On the same day, the patient was implanted with two gore excluder aortic extender components to treat the endoleak and migration. The issues were resolved, and the patient tolerated the procedure.